Event description:
Complaint - the casters do not hold. No alleged injury by account.

Manufacturer narrative:
Technician found the bed in the bed shop. Found - the casters would not hold and ratchet. Cause - the casters were old and worn out. Replaced the brake and brake/steer casters to resolve this issue.